Manufacturer narrative:
Device is a combination product. Device evaluate by MFR. : promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent was measured and the result was within maximum crimped stent profile measurement as. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a hypotube break located 24.1cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-apr-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion with a significant bend of >=90 degrees was located in the mildly calcified mid left anterior descending artery. A 38x3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, the stent shaft got acute kinked while trying to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status wa stable. However, returned device analysis revealed stent damage and hypotube detached/separated.